Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. The technical support specialist dialed into the station, reinstalled the software agent to version 4.12 and rebooted. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on carefusion blue screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.